Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The pins of transducer receptacle were observed to be damaged. The pins at the connector were found bent and broken. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. The root cause of the issue was likely attributed to users maintenance or handling of the device issue. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that the pins at the connector of the probe transducer were found bent and broken. It was noted to be twisted when removing. There was no patient involvement on this report. No patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug, connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.